Manufacturer narrative:
The device was returned containing approximately 57 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The hospital tested an infusor filled with 0.9% nacl. The total fill volume was 84ml. The device was expected to deliver 36ml in 72 hours but only delivered 25ml. There was no patient involvement. No additional information is available.